Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation of the device to determine root cause, the technician observed damage consistant with mis-handling. The on/off button was found to be physically damaged with punctures from an object. This report has been attributed to user mis-handling of the device. Analysis of reports of this type has not identified an increase in trend.